Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the hd camera head did not relay an image to the monitor and the screen flickered. The customer reported the issue was identified during inspection prior to use. The scheduled procedure was completed using a similar device. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During testing, the reported issue did not occur. During examination, damage and cracking was found on the camera connector and the coupler was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.